Event description:
It was observed during the device inspection that the bronchovideoscope had the light guide lens detached showing on the outside of bending section and c-cover/bending section cover missing. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, the cause was traced to a component failure which is expected or random component failure without any design or manufacturing issue. It is due to degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.